Event description:
Customer reported an event log review for an insulin infusion due to an unexpected rise in the pt's blood glucose. This was followed by an unspecified error message and shut down of the system. The nurse reported: "picu pt in (B)(6). Pt is a new onset dka. Alaris pump stated pump malfunction while infusion of insulin has been ongoing. Cbg checks jumped from 267 to 339 in 1 hr, followed five min later by pump shutdown and stated malfunction. Pump changed out, insulin restarted, and monitoring continued." Regular insulin 1 unit/1ml in 100ml bag was programmed in guardrails, rate not provided. Biomed stated the lvp has had 7 error reports in the past and he has not been able to duplicate the error. Although add'l blood glucose monitoring was required, the customer confirmed that there was no lasting harm to the pt. No further pt or event details are available.

Manufacturer narrative:
(B)(4). The reported channel error was confirmed and found to be associated with a malfunction display board assembly that was intermittently generating the error code event 232.6040, a rate display failure. Visual inspection of the returned pump module noted that a screw on the door cover was missing. The door cover encloses the display board within the door assembly. The display board was determined to be more than 9 years old. Upon inspection evidence was found that hand soldering of components on the board had occurred and a wire on the door harness was found to have damaged insulation that is believed to have been caused by being pinched between the board and door cover. It was not possible to definitively determine when the hand soldering the intermittent error could not be determined. Functional testing was performed and the noted error event was replicated on the returned pump module. The intended infusion parameters were not provided. The logs indicated the noted pump module was infusing the drug insulin, 1 unit/1ml, at the rate of 1.16ml/h until the channel error occurred stopping the insulin infusion. A cause for the reported rise in the pt's glucose prior to the channel error could not be ascertained from the log analysis. Fifty instances of error 232.6040 were found in the device error log with the oldest occurrence having been logged in (B)(6) 2011. The proximate cause for the customer's report of channel error is being attributed to a malfunctioning display board assembly that was generating a rate display error code 232.6040 intermittently. The root cause for the malfunctioning display board was not identified. The root cause of the reported rise in the pt's blood glucose could not be determined in the investigation, however, because the channel error occurred after the blood glucose change, the two issues are not believed to be related.